Event description:
It was reported during inspection at user facility that the o-ring in the aseptic battery housing is loose and damaged which has potential for housings to not close properly and expose the non-sterile battery to the surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.